Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that over the last few months, probably since december, if they lean forward a little they can feel the stimulation at the insertion site. Patient stated they contacted their urologist and they suggested patient call patient services. Patient currently does not have an appointment with doctor scheduled. Patient stated they have not considered turning stimulation off to see if stimulation at insertion site continues to occur. Patient stated they have not had any falls or trauma and the ins does not feel like it's moving within the pocket site. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient services also reviewed patient could consider turning stimulation off to see what happens and to report this back to doctor. No further patient complications are anticipated or expected as a result of this event.